Event description:
Product analysis summary: the lead was returned for analysis in eight pieces. The lead was received with the positive electrode and anchor tether in pieces. Visual inspection found that the lead coils were stretched and spiraled inside the outer silicone tubing of the lead body portion returned. Visual inspection also revealed a lead break in the negative coil 13mm from the lead bifurcation. Continuity check using a multimeter was performed. Continuity check confirmed the lead break on the lead bifurcation portion. The orientation of the lead break at the end of the lead suggests a fatifue fracture. Scanning electron microscopy was performed. Scanning electron microscopy was unable to determine the fracture mechanism due to mechanical distortion (smoothed surfaces). The sources of the mecahnical distortion may be associated with the two coil ends rubbing together after the break occurred. It is unknown if stimulation was present at the time of the fracture because no pitting was observed on the coil wire surfaces near the break. Other conditions of the lead were consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse genertor met electrical test specifications. There were no visual anomalies identified or observed with the genertor. The pulse generator did not show any condition that would have contributed to the high lead impedance condition.

Event description:
Further follow-up revealed that the pt underwent vns therapy system replacement. During the surgery the generator was disconnected and a new pulse generator was attached to the existing bipolar lead. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. Both the pulse generator and bipolar lead were replaced. The pt is doing well since vns therapy system replacement.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The patient had recently experienced a violent seizure, during which they fell. The patient reported that they had not felt device stimulation for approximately two months prior to the high lead impedance test result however, device diagnostic testing performed at previous office visit two months prior to high lead impedance test result was within normal limits, indicating proper device function at that time. It is not known whether the seizure and fall occurred before or after this office visit. The patient also reports spasms in both arms for several months, more now in the left arm and especially after seizure. The patient describes the spasms as deep muscle spasms that go up their shoulder and neck. The patient reports that ibuprofen does not help their pain and that their physician want them to take celebrex, but they refused. The patient would like to have the vns therapy system explanted due to the pain in their neck with stimulation. The patient underwent revision surgery approximately seven months prior to the high lead impedance test result, during which a protruding tie down was removed without incident. Device diagnostic testing just after the revision surgery was within normal limits, indicating proper device function at that time. Reference medwatch report 1644487-2004-00927. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. Device settings were increased, after which the patient could still not feel device stimulation. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Revision surgery is likely.